Event description:
Patient had posterior instrumentation from l1 -ilium. Combination of uss dual opening and matrix. Patient developed kyphosis above the construct and construct was pulling out of the pedicle /vertebral body at l1 and l2. The surgeon revised the patient on (B)(6) 2012 and removed the left l1 and l2 screws, and the right l1 screw. The construct was extended to t10 using uss dual opening. New rods were connected to the existing construct. This report is #5 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.